Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 46 mg/dl, 59 mg/dl, 225 mg/dl and 195 mg/dl. The customer had candy and raisins to bring up blood glucose value. The insulin pump alarmed change battery but customer was forgot to change battery due to which insulin pump died in middle of night. Customer reported that display was blank. Customer stated that the display was blank less than 30 seconds and then returned. Customer stated that display was not blank currently. Customer reported that active insulin message from the auto mode readiness screen. The customer declined troubleshooting for low blood glucose value. The insulin pump will not be returned for analysis.